Event description:
During an in-clinic follow-up, the device was abnormally pacing the patient and was unable to be interrogated via inductive telemetry. The patient was experiencing arrhythmia and was hospitalized, but no further intervention has been performed at this time. The patient was stable with no consequences and will continue to be monitored.

Manufacturer narrative:
Correction: d6a.

Event description:
Additional information was received that the device was explanted and replaced to resolve event.